Manufacturer narrative:
The actual device was not returned for evaluation and therefore, the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates per medical records, physician history and physical impression during hospitalization related to this event: pulmonary edema due to fluid overload from ultrafiltration failure of her peritoneal dialysis. Nephrologist note states ultrafiltration problem related to constipation. Discharge summary indicated peritoneal dialysis ultrafiltration failure and catheter malfunction. The patient's peritoneal dialysis rn (pdrn) stated the patient had multiple alarms during treatment. The pdrn believes the alarms were mostly related to patient being constipated causing drain problems. Patient would do manual exchange if unable to use the cycler. Patient's situation was complicated by her divorce from her husband, who took care of dialysis treatments; and from the residual effects of a cva causing memory problems. The patient was no longer able to manage her fluid volume status. She was not using correct solutions and not weighing herself consistently. The fmc pharmacovigilance physician concludes the preponderance of evidence as documented in the medical record shows that the patient's volume overload and failure to thrive was related to ultrafiltration failure due to her peritoneal membrane compounded by drainage problems exacerbated by constipation. These issues were not device related. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
A patient's mother called tech support due to alarms occurring during the use of the fmc dialysis device. The mother also mentioned that the patient had been hospitalized 2 weeks due to fluid overload from absorbing too much fluid.